Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v852754, implanted: (B)(6) 2011, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder control. The patient was leaking and unable to hold her urine. The patient¿s device worked ¿pretty good for a while¿ after a reprogramming but at the time of the report was not ¿working as well at all.¿ the patient stated that it had not worked properly for ¿several months.¿ the patient met a manufacturer representative a ¿couple weeks¿ ago to get her device reset and was shown how to use the programmer but did not understand it. When the patient left the visit she thought it was ¿doing pretty good,¿ but when she got home she knew it was not ¿doing what it was supposed to do.¿ the patient was unable to get into contact with her health care provider (hcp) at the time of the report and did not feel any stimulation. The patient wore pads ¿all the time¿ and thicker ones at night. The patient was also unable to adjust stimulation and saw poor communication. The patient¿s hcp was supposed to get back to her the day of the report. Later that day it was reported that the patient met the manufacture representative ¿a week ago.¿ the patient was assisted in adjusting to 1.7 volts, which was uncomfortable, so adjusted down to 1.6 volts, which was better. The patient had never changed programs. Five days later it was reported that the patient was able to change her program via her programmer. The patient was feeling stimulation and was told to assess for the week. The patient wanted to schedule an appointment with her hcp. It was later reported the patient had their device replaced on (B)(6) 2014 because they were not receiving good therapy. It was stated it was determined there were impedance issues and the healthcare provider attributed it to possible fluid in the header block, but when they checked the header block it was discovered the set screw was the issue and it seemed broken. The patient¿s device and lead were replaced and it was reported the patient was receiving appropriate therapeutic effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins had the connector end of a lead still inserted in the connector port. The setscrew was tight to the lead. There were no issues with the setscrew. After removal of the connector piece, the ins was tested and passed functional testing. The ins connector port contained foreign material consistent with body fluid/blood. The silicone strain relief piece was missing from the ins although the retaining washer is still in place (consistent with explant damage). It was stated the ins was functionally okay and only insignificant anomalies were found. Final device analysis of the lead revealed the following: the connector end of the lead was pulled off and still inside the ins with the setscrew tight to the #0 connector. The rest of the lead was not returned.